Manufacturer narrative:
No unexpected button error alarms, button error alerts, black circle anomaly, or beeping anomalies noted. The insulin pump did have intermittent button response on the esc and act button due to corroded keypad traces noted. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. Customer also stated there was a black circle on their insulin pump's screen. Customer stated they had removed the battery for 30 minutes, but the alarm was recurring. Customer's blood glucose was 150 mg/dl. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.